Manufacturer narrative:
Initial MDR, if a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
Event details: on the afternoon on (B)(6) 2025, an anesthesiologist at xxxx hospital was using a spinal needle with batch number: 2404004 to puncture a patient's spinal canal. Upon removing the needle, he discovered a discrepancy in color (the front section was silvery-white, but the tip was black. Puzzled by this phenomenon, he examined the inner needles of other needles from the same batch and found that all needles had the same metallic, silvery-white sheen. The anesthesiologist was concerned that the needle used on the patient might have been infected during the manufacturing process, leading to the blackened tip. Or was there some other factor? The doctor wanted to know if this spinal needle, when used on the patient, would cause infection or other problems. The hospital requested a test report for the needle.

Manufacturer narrative:
Pr 13261678 follow up MDR for device evaluation: it was reported that the tip of the needle appeared discolored. One used sample was provided to our quality team for evaluation. Upon inspection, no discoloration or any related abnormalities were observed on the returned product. A review of the device history was performed for the lot 2404004, no deviations or nonconformities were identified during the manufacturing process that could have contributed to this problem. Retained samples of the reported lot were used for additional evaluation. All product was visually inspected and no discoloration or other contamination was observed. Product is visually and functionally inspected throughout the manufacturing process to ensure the quality and functionality of the device, verifying that all product is free from damage or foreign material. We have reviewed the sterilization cycle and inspections for this lot and found all results met required specifications, no issues were identified that could have contributed to the reported concern. Based on the investigation sample evaluation, no manufacturing-related root cause can be identified at this time. Complaints received on this device and the reported condition will continue to be tracked and trended for future occurrences.

Event description:
No additional information.